Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation confirmed result of the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the obtained information, the foreign material was unable to be specified and the cause of the foreign material remaining and was unable to be specified since it is unknown whether reprocessing was practiced in accordance with instruction for use (IFU). Therefore, the root cause of the foreign material remaining in the subject device was unable to be specified. The following is included in the device instructions for use (IFU): ¿IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material inside of the nozzle. There were no reports of patient involvement.